Event description:
The manufacturing representative reported that therapy was turning off by itself. The manufacturing representative claimed that patient checked with programmer which showed that ins was off. Caller stated that patient would go to make an adjustment and notice that the ins was flipping off about once a month. About once a month, there was no pattern to event occurring. It was suggested to have patient keep diary of when event occured - what environment they were in, what were they doing with programmer, etc. And look at 8840 usage information to see dates of when ins was turned off. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported they had heard of the implantable neurostimulator (ins) turning off from multiple patients. The hcp stated that this happened during use. The patient noted the actions and interventions taken were the ins was turned back on. The hcp stated the cause of the ins turning off was possibly a security system or possibly a patient user error. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.